Event description:
Hospital representative reported that the customer was hospitalized at the time of the call. Caller reported that the customer's blood glucose level was over 700 mg/dl and she had diabetic ketoacidosis. Troubleshooting for high blood glucose levels was not performed at the time of the call. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.